Event description:
Customer reported her bg was "over 260 mg/dl and had ketones." She stated the cannula was bent in the shape of an "I". Customer cannot recall specific date this occurred. Pod is not expected to return for evaluation.

Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned, we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact a hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.